Manufacturer narrative:
Investigation summary data analysis: ¿ the case associated with the reported complaint was initiated on august 12, 2025, with the pump (sn: (B)(6)). ¿ ten minutes after the pump was started, the console displayed ¿controller error (loss of comm (pbm1)) - alarm issued,¿ event #1023 (imc_logs_ic5447.pdf). This confirms the reported failure mode. ¿ event #1023 was present throughout the logs for the rest of the case on (B)(4). Note: there were no other communication issues, indicating the malfunction was likely in the pbm and not in the 4-in-1. Device analysis: this console was tested upon arrival at fs, and the controller error (event #1023) was reproduced. No visible or physical damage was observed on the pbm board, on either the top or bottom side. The cables between the pbm and the 4-in-1 module were properly connected. Additionally, during testing, no abnormalities were found in the firmware hardware revisions via ¿fwcheck.¿ after replacing the original pbm with a known-good unit, no controller error was reproduced. This confirms that the original pbm malfunctioned, possibly due to firmware corruption. Root cause: the root cause of the controller error was a pbm malfunction. Device history lot n/a device history batch: subcomponent name: pbm, material number: 0042-1125, lot number: 2018306562, serial number: (B)(6). Device history review: q1) service history review - are there an qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console (B)(4).

Manufacturer narrative:
Medical safety reviewed the event. This event describes an automated impella controller (aic) failure and per the physician patient's condition remained "normal" and there was no impact on vital signs. There is no report or indication of this aic failure requiring an aic-to-aic transfer and no hemodynamic decompensation in the patient. In this case, the patient's underlying condition likely contributed most to the demise outcome. However, this device malfunction if occurring in another patient was repeated (as in this case) could result in significant hemodynamic decompensation, and therefore, the event should be reported. With this event there was no impact to the patient, and the type of reportable event is a malfunction.

Manufacturer narrative:
A.4 is unknown. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that during impella cp support, the automated impella controller (aic) had an alarm. Details on the alarm were not provided. It was noted that the alarm did not cause patient harm and there was no impact on vital signs due to the alarm. To resolve the issue, the aic was replaced. The patient remains on impella cp support with the new aic.